Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned broken in one piece with a kinked. The piece measured approximately 316.7 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared degraded from normal use. Fibers are consumable and meant to degrade. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure performed on an unknown date. Reportedly, the laser unit used was a sphinx laser console. According to the complainant, during the procedure, the laser fiber was not recognized by the laser unit. The procedure was completed with a different type of laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.